Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, it was noted that the shaft was fractured. The device was pulled out without any other interventions and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).